Manufacturer narrative:
Consumer posted review on walgreens.com. No followup is to be expected with the complaint file and the incident will be closed internally. Corrected the report to include the eua number, full device description name and a corrected phone number as requested.

Event description:
Consumer stated that a false negative result was received after using the inteliswab product. Consumer stated that the negative result was obtained at 8am. At 9 am they went to urgent care facility to test and the results were positive. (B)(6) 2021: walgreens.com review: not worth buying. This didn't give me the correct results. I used this test at 8am and got a negative result. At 9 am, I went to an urgent care facility and that test was positive.

Event description:
Consumer stated that a false negative result was received after using the inteliswab product. Consumer stated that the negative result was obtained at 8am. At 9 am they went to urgent care facility to test and the results were positive. (B)(6) 2021 (B)(6): not worth buying this didn't give me the correct results. I used this test at 8am and got a negative result. At 9 am, I went to an urgent care facility and that test was positive.

Manufacturer narrative:
Consumer posted review on (n)(6). No followup is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer stated that a false negative result was received after using the inteliswab product. Consumer stated that the negative result was obtained at 8am. At 9 am they went to urgent care facility to test and the results were positive. (B)(6) 2021 (B)(6) review: not worth buying this didn't give me the correct results. I used this test at 8am and got a negative result. At 9 am, I went to an urgent care facility and that test was positive.